Manufacturer narrative:
The customer returned the suspected contour next link meter, while the returned contour next test strips were from a different lot than the suspected one (lot # 8apeg08b). The returned meter was tested with the returned test strips and in-house contour next test strips from lot # 8apeg01b. All results were within specifications. Section of the initial report inadvertently indicated the type of reportable event as malfunction. The type of the reportable event for this report is serious injury. Has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer reported that she obtained low readings on her contour next link meter between (B)(6) 2019. No specific readings were provided. The customer stated that due to the low readings she ate high amount of sugar and carbohydrates to increase her glucose levels. The customer kept receiving insulin from her pump, however, not the sufficient doses due to the low readings. On (B)(6) 2019, the customer presented with symptoms of hyperglycemia such as dizziness, unclear vision and headache. Later, the customer fainted, and the customer's husband took her to the hospital. The customer had lost all her body functions and was in diabetic coma. The customer was put on a breathing tube for 3 days. She woke up on (B)(6) 2019 and since then she had been in the hospital in therapy and recovery. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.